Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of non-vented high-volume inlets appeared to have chips/slivers of white plastic dislodge from the spike tip. The pieces of plastic were observed inside unspecified total parenteral nutrition bags. This was identified during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: one partial sample and two photo samples were received for evaluation; only the inlet spike and about 2 inches of the tubing were returned. Visual inspection on the actual sample was performed, and it was observed that the very end or tip of the inlet spike was broken off. The returned photographs were reviewed, and it was noted that the tips of the inlet spikes appeared to be bent and broken off from inserting into the bags or source ingredient container in the first photograph. In the second photograph, it was noted that the tip of one inlet spike shown in the final tpn product bag solution. The broken off spike tip can be clearly seen in the final tpn product solution (in the fluid pathway). The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.